Event description:
It was reported that the lead impedance was intermittently below 100 ohms. The lead impedance would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.